Event description:
It was reported that closure of an unspecified vessel was attempted with a prostyle device. Reportedly, the footplate became stuck. It is unknown how the device was removed from the patient anatomy. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database could not be conducted based on the lot number since the lot number was not reported. The cause of the reported difficulties and the subsequent treatments appear to be related to procedure circumstance. In this case, it is likely an interaction with the vessel displaced the foot during closure inducing the difficulty to open or close. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.